Event description:
It was reported that the handpiece may have had a leaking condition prior to the start of a surgical procedure. No leaking was observed, but spots were found that may have been caused by a leak. The procedure was completed with another device. There was no medical intervention required. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece has not yet been received at the MFR for testing. An eval will be conducted upon receipt of the device, and a f/u report will be submitted if the results of the quality investigation require one.